Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an lgs procedure. After loading the device when the surgeon was about to fire, the reload got stuck and the blue light started to flash. The reload had to be changed, and another was used to complete the procedure. No patient injury or extension in surgical time.